Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had occlusion alarm - pitocin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing pitocin at low rates of 1ml/hr or 2ml/hr there was an alert/error occlusion message on two (2) channels. Per report, clinician is "aware of changing pressure setting from pump mode to selectable mode. Provided information that pump mode lowers pressure threshold to 50mmhg for infusions at 1ml/hr or less." There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.